Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+ defibrillator indicating that during the self-test the device prompts calibration of the internal battery. Available details indicate that the battery has expired and needs to be replaced. However, the customer declined any further repair service. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, it was determined that the battery was defective. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer declined any further repair service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator prompts calibration of the internal battery during the self-test. There was no reported patient impact or injury.